Event description:
Red heart alarming. Pump would go back and forth between pump off and pump running. Log files of pump showed high power spikes. Pump replaced. This is one of four events in approximately four months with this device in different patients at this facility.what was the original intended procedure?none.